Manufacturer narrative:
No manufacturing defects were revealed in the evaluation of the returned fiber unit. It is acknowledged all holmium fibers are 100% power tested prior to release which confirms the operational capacity of the fiber. Additionally the rfid tag verified the unit had been used by the complainant, further providing evidence for the operational capacity of the device. The state of the fiber returned confirmed the unit was physical damaged which likely resulted in the fiber breakage. The root cause of the complaint as reported (fiber break) was noted to be due to a physical force placed on the fiber unit. Dornier holmium fibers are fragile and must be handled with increased care as instructed on the dornier holmium fiber IFU. No process or material deviations were revealed and no manufacturing defects were confirmed.

Event description:
A notification was received regarding a holmium fiber unit which was reported to have broken.